Event description:
It was reported that the right ventricular (rv) lead had high thresholds and was unable to capture at maximum output. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: addr01 implanted: (B)(6) 2007.